Event description:
Patient was revised to address metal-on-metal disease, metallosis, dark tissue, and osteolysis.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per procedure. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). X-rays were reviewed. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/8/2013 - patient's medical records were received. Records indicate upon revision corrosion was found. Stem added to the complaint. The complaint was reopened. Litigation papers received. Litigation claims erosion of the acetabulum, pain, fluid build-up and difficulty ambulating. The side has now been identified. There is no additional information that would affect the outcome of this investigation. Update 7/18/2013- pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Update - 2/11/2014 medical records were received from legal. There is no new additional information that would affect the existing MDR decision. Update rec'd 7/18/2013- pfs and medical records received. After review of the medical records the revision operative note confirmed metallosis, osteolysis, and corrosion on the trunnion. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/17/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Clinical study patient was revised to address metal-on-metal disease, metallosis, dark tissue, and osteolysis. Doi: (B)(6) 2008 - dor: (B)(6) 2012. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Litigation papers received. Litigation claims erosion of the acetabulum, pain, fluid build-up and difficulty ambulating. The side has now been identified. There is no additional information that would affect the outcome of this investigation. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
**Update** 2/8/2013 - patient's medical records were received. Records indicate upon revision corrosion was found. Stem added to the complaint. The complaint was reopened. **litigation papers received. Litigation claims erosion of the acetabulum, pain, fluid build-up and difficulty ambulating. The side has now been identified. There is no additional information that would affect the outcome of this investigation. (Right hip). A complaint database search finds no other reported incidents against the newly added product and lot combination since its release for distribution. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions. After review of medical records, there were no revision notes provided. Added revision surgery, revision hospital, lawyer, law firm, manufacturing date of stem and expiration of liner and head in impacted products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.